Manufacturer narrative:
Additional information was added to h4, h6, h11. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. A visual inspection of the photo identified that the luer locking adapter sleeve was not located at the correct place and was further up on the tubing; no visible cracks were found. The reported condition was verified. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets cracked. The issue was further described as, "while trying to disconnect the primary tubing, a cracking sound was heard". The collar was noted to extend higher on the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.